Event description:
It was reported that during testing conducted at the user facility the device has a bent foot, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.